Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was impacted and ketones were present. A correction bolus was delivered in an attempt to lower the bg level, but received another occlusion alarm. The customer changed the cartridge, infusion set tubing and site; however, the alarms continued. When the infusion set tubing was disconnected from the pump, the insulin at the luer-lock appeared to be gel-like. The customer was hospitalized for high a high bg level and diabetic ketoacidosis on (B)(6) 2016 and was treated with an intravenous insulin drip. The customer was discharged the next day; the reported bg level and ketones were resolved. The customer reverted to another therapy to manage diabetes. Tandem technical support reviewed the pump's t:connect data and found that the cartridge had been in use for 3 days and there was no pump supply change on (B)(6) 2016. The data was discussed with the customer.

Manufacturer narrative:
.

Event description:
Customer was hospitalized on (B)(6) 2015 and there was no pump supply change on (B)(6) 2015.